Manufacturer narrative:
The patient's gender and weight were not provided. (B)(4). Approximate age of device ¿ 6 days. (Calculated from the date when the system controller was issued to the patient.) Device evaluation: the reported event of a controller fault alarm was confirmed during analysis. The log file showed on (B)(6) 2015 at 8:58 pm the actual speed was captured below the low speed limit. The lack of expected data following the low speed event suggests that the controller reverted to backup mode. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the nursing staff reported a yellow wrench alarm. A system controller exchange was performed at that time. The patient was asymptomatic during the event. On 02/23/2016 during the investigation of the returned system controller's log file, it was observed that the system controller entered backup mode after a low speed event.